Event description:
It was reported by the affiliate that during an lap gastrectomy procedure, the tissue pad had fallen out of two devices in a row. The tissue pad didn't fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that device a was returned with the tissue pad missing (piece returned). Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that device b was returned with the tissue pad partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both condition may cause a system failure signated by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records of device a and b were reviewed with no anomalies noted during the manufacturing process. Device b additional info: batch# e9f50x; expiration date: 05/2013; manufacturing date: 06/2008.